Event description:
It was reported that the user experienced hypoglycemia after unintentionally delivering insulin while performing a fill tubing operation without disconnecting from the infusion set and tubing. Symptoms included hypoglycemia, with a nadir of 63 mg/dl. Outcomes included self-treatment with oral fast-acting carbohydrates and recovery to 77 mg/dl with an upward trend, with no medical intervention or hospitalization. Investigation included user interview and troubleshooting and education. Investigation of this case revealed use error related to filling tubing while connected. It was concluded that the event was due to user error, and the user was instructed to unclip from the pump before filling the tubing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.